Manufacturer narrative:
The product came back for investigation and was evaluated with the following findings: intuitive surgical, inc. (Isi) received the instrument involved with this complaint and confirmed that the reported complaint. Black tube insulation is damaged at the distal end. The insulation had a gouge on one side and had a .250 x .120 and .125 x .070 pieces missing roughly .550 and .150 above the snake wrist. The tube also had a couple sections above damaged area with lifted up insulation. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the user facility found the distal part of the black protection tubing of the maryland dissector instrument was abraded. Nothing reportedly fell into a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.